Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-sep-2023. The most recent information was received on 12-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. 626602) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2010, she experienced spinal osteoarthritis ("discovery of cervical spine osteoarthritis/neck and lower back osteoarthritis"), balance disorder ("loss of balance"), disturbance in attention ("loss of concentration"), fatigue ("fatigue") and burnout syndrome ("burnout,"). In 2021, she experienced adnexa uteri pain ("the pain has been constantly felt in the area of the implant/the pain has been constantly felt in the area of the implant") and sinus pain ("sinus pain extending to the cervical spine"). An unknown time later she experienced abdominal pain (seriousness criterion medically important), dyspareunia ("pelvic pain during intercourse"), migraine ("migraines"), chronic sinusitis ("chronic sinusitis"), genital haemorrhage ("constant bleeding"), herpes virus infection ("herpes flare-ups"), paranasal sinus inflammation ("sinus inflammation"), neck pain ("neck pain") and abdominal distension ("abdominal bloating"). The patient was treated with anti-inflammatory (diclofenac sodium). At the time of the report, the spinal osteoarthritis, fatigue, migraine, adnexa uteri pain, paranasal sinus inflammation, neck pain and abdominal distension had not resolved. The outcomes for abdominal pain, balance disorder, disturbance in attention, burnout syndrome, dyspareunia, chronic sinusitis, sinus pain, genital haemorrhage and herpes virus infection were unknown. No causality assessment was received for essure with regard to spinal osteoarthritis, balance disorder, disturbance in attention, fatigue, burnout syndrome, abdominal pain, dyspareunia, migraine, chronic sinusitis, adnexa uteri pain, sinus pain, genital haemorrhage, herpes virus infection, paranasal sinus inflammation, neck pain or abdominal distension. The reporter commented: in 2012-2013, burnout, abdominal pain, pelvic pain during intercourse, migraines, chronic sinusitis inflammation goes away when anti-inflammatory [medicine] is taken. Lot number: 626602. Manufacture date: 2008-02. Expiration date: 2010-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-sep-2023: quality safety evaluation of ptc. 12-sep-2023: health authority number is cancelled. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 04-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. 626602) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2010 she experienced spinal osteoarthritis ("discovery of cervical spine osteoarthritis / neck and lower back osteoarthritis"), balance disorder ("loss of balance"), disturbance in attention ("loss of concentration"), fatigue ("fatigue") and burnout syndrome ("burnout,"). In 2021 she experienced adnexa uteri pain ("the pain has been constantly felt in the area of the implant/ the pain has been constantly felt in the area of the implant") and sinus pain ("sinus pain extending to the cervical spine"). An unknown time later she experienced abdominal pain (seriousness criterion medically important), dyspareunia ("pelvic pain during intercourse"), migraine ("migraines"), chronic sinusitis ("chronic sinusitis"), genital haemorrhage ("constant bleeding"), herpes virus infection ("herpes flare-ups"), paranasal sinus inflammation ("sinus inflammation"), neck pain ("neck pain") and abdominal distension ("abdominal bloating"). The patient was treated with anti-inflammatory (diclofenac sodium). At the time of the report, the spinal osteoarthritis, fatigue, migraine, adnexa uteri pain, paranasal sinus inflammation, neck pain and abdominal distension had not resolved. The outcomes for abdominal pain, balance disorder, disturbance in attention, burnout syndrome, dyspareunia, chronic sinusitis, sinus pain, genital haemorrhage and herpes virus infection were unknown. No causality assessment was received for essure with regard to spinal osteoarthritis, balance disorder, disturbance in attention, fatigue, burnout syndrome, abdominal pain, dyspareunia, migraine, chronic sinusitis, adnexa uteri pain, sinus pain, genital haemorrhage, herpes virus infection, paranasal sinus inflammation, neck pain or abdominal distension. The reporter commented: in 2012-2013, burnout, abdominal pain, pelvic pain during intercourse, migraines, chronic sinusitis inflammation goes away when anti-inflammatory [medicine] is taken. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.